Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that a portion of the programmer display was unresponsive to the stylus. It was indicated that the connection between the overlay and xy printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a portion of the programmer display was unresponsive to the stylus. The programmer was returned for service. T here was no patient involvement.